Event description:
A malfunction occurred on a customer's pump while it was being updated. There was no adverse impact to the customer's blood glucose level. The customer tried resetting the pump, which did not resolve the issue, so technical support provided pump reset information and assisted but ultimately decided to replace the pump. The customer agreed to let the battery fully deplete before returning the malfunctioning pump to tandem. A replacement pump was sent, and the customer was instructed on the steps to follow upon receiving the new pump, as well as how to return the faulty one. The customer understood and acknowledged these instructions.